Event description:
New information received notes that the lead was deactivated on (B)(6) 2017 due to capture threshold issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing shortness of breath and leg edema since device implant. The patient complained of not being able to lie down. Patient¿s diuretics were adjusted. Patient was called in clinic for device interrogation and rise in lv threshold and exit block was observed. Chest x-ray was performed and no issues were noted. Device was reprogrammed and patient¿s medications were adjusted. The patient reported feeling better but still had some leg edema. The event was resolved without sequelae.